Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 390 mg/dl. The customer treated herself with a manual injection. Troubleshooting for high blood glucose was partially done. The customer stated that there were air bubbles present in the infusion set tubing. Advised customer to change the infusion set. The customer stated that there were instances in which she received a low reservoir notification and ran out of insulin. However, the customer stated that she never received a no delivery alarm when the insulin ran out. The customer also mentioned that the insulin pump never registered the correct amount of insulin in the reservoir. The customer declined troubleshooting for the absence of no delivery. Advised that a replacement insulin pump would be sent. Nothing further reported.